Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. It was reported that the polaris spectra system control unit (scu) of the navigation system was replaced. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The scu was returned to the manufacturer for evaluation. Testing found that the event log showed two previously failed accuracy testing. While at the manufacturer, the psu passed accuracy testing. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Event description:
A medtronic representative reported that, while outside of a procedure, the camera of the navigation system failed accuracy testing. There was no patient present when this issue was identified. No additional information was provided.